Event description:
It was reported that the patient's leads were removed due to infection. The devices were returned for disposal only. No patient symptoms, treatment, or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report #6000153-2008-00491.